Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the device was in excellent condition. During power up process and check syringe plunger sensor, the reported problem was duplicated. The root cause of the reported issue was found to be dowl pin came loose from plunger head mount caused by a design issue. Replaced plunger head mount. Power up process and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was an issue with the plunger. No patient injury was reported.